Event description:
Device's record/verify system recorded a verified treatment to two successive pt fields when the accelerator was not actually beamed "on" for teh treatments (11/17/93). Device would not print afternoon pt charges on command from device accelerator impac station and gave message "emm386-exception error #12, press enter to reboot". Rebooting did not clear. Device indicated the problem was hardware not their software. (11/18/93). At noon on 11/18/93, tried troubleshooting and re-enactment of dose recodring problem with combined effort of ci and facility h.i.s, biomed, therapists and physicist, could not resolve or explain. Afternoon of 11/19/93, h.i.s found power spiking at pc and a bad memory chip in the pc. Put ups on the pc. This problem is being reported because of possible interaction between hardware and software.